Event description:
Needle tip broke when surgeon using a #2 fiberwire with arthrex knee scorpion suture passing system. Fragment retrieved, x-ray done. Possible user error- vendor states incorrect suture size used on device.